Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose of 315mg/dl and found that he was in the hospital due to his high blood glucose. The customer stated that he bolused with the insulin pump. Troubleshooting was performed at the time, date, basal rates and bolus wizard were correct. The alarm history was reviewed and revealed multiple no delivery alarms. The customer was instructed to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.